Event description:
It was reported that hemothorax occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance, and a watchman double curve access system (was) was used to implant a 27mm watchman flx pro closure device. The procedure was completed without reported intraprocedural complication, and the patient was discharged the same day. Later the same day, the patient returned with chest pain. Evaluation revealed a hemothorax. The patient underwent thoracotomy, during which approximately 2800 cc of blood was removed from the thoracic cavity, described as a pure hematoma. No obvious source of bleeding was identified. A pericardial window was also performed, and no blood was observed within the pericardial space. In the physician's opinion, the device or procedure did not cause or contribute to the complication. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that hemothorax occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance, and a watchman double curve access system (was) was used to implant a 27mm watchman flx pro closure device. The procedure was completed without reported intraprocedural complication, and the patient was discharged the same day. Later the same day, the patient returned with chest pain. Evaluation revealed a hemothorax. The patient underwent thoracotomy, during which approximately 2800 cc of blood was removed from the thoracic cavity, described as a pure hematoma. No obvious source of bleeding was identified. A pericardial window was also performed, and no blood was observed within the pericardial space. In the physician's opinion, the device or procedure did not cause or contribute to the complication. The patient is expected to fully recover. It was further reported the patient was discharged four days post index procedure.